Event description:
It was reported that the surgeon inserted and removed an aa4204vl silicone plate lens because he decided to use a three piece lens. The lens was removed without any patient injury. The reporter stated there was not a problem with the lens, but a surgeon preference.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing, and there was clear surgical residue on the lens.